Manufacturer narrative:
The guide sheath was returned to olympus medical systems corp. (Omsc) for evaluation. The biopsy forceps in combination with the subject device was not returned. The lot number of the guide sheath was 06k although that of guide sheath kit was 05k. The distal end of the tube was elliptically deformed and partially torn. The tube was compression buckled on the proximal side. Based on the mark of fixing the radiopaque tip on the tube, there is no problem with the position where the radiopaque tip was fixed. The manufacturing record was reviewed and found no irregularities. Based on the results above, omsc presumes that the event occurred due to the following occurrence mechanism. The biopsy forceps was inserted or withdrawn while cups were open. The radiopaque tip inside the tube was caught by the biopsy forceps. The radiopaque tip was pushed out from the tube since the biopsy forceps was inserted while the cups got stuck with the tip. The above device handling has warned in the instruction manual as follows. Do not insert the endotherapy into the guide sheath, if the forceps cups are open or if the cytology brush is extended from the distal end of the tube. Doing so could damage the endoscope and/or instrument. Do not withdraw the biopsy forceps from the guide sheath while the cups are open. If excessive resistance makes withdrawal difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the endoscope, the guide sheath, and/or biopsy forceps.

Event description:
During a bronchoscopy, the subject device was used. When the user withdrew the guide sheath, the user found that the radiopaque tip was remained in the patient. The radiopaque tip could not be retrieved in the procedure. It was reported that the additional treatment was planned.